Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the direct selective laser trabeculoplasty procedure, the patient experienced pressure and an increase in intraocular pressure was observed following the treatment. There was suspected progression of inferior nerve fiber loss.

Manufacturer narrative:
Additional information was added in b5, h3, h6 and h11. Additional information has been received and indicated that the suspected progression of inferior nerve fiber loss was not related to the device. The device did not contribute to the event. Additional events ocular irritation, intraocular pressure increased without intervention and conjunctivitis were not reported to be debilitating or impacting patients' life activities. Based on this information this event no longer meets reporting criteria per applicable regulation, because there is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. The manufacturer's internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the direct selective laser trabeculoplasty procedure, the patient experienced pressure and an increase in intraocular pressure was observed following the treatment. There was suspected progression of inferior nerve fiber loss. Additional information was received stating that patient current condition has been resolved without any treatment. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. The manufacturer internal reference number is: (B)(4).